Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd received 2 photos from the customer facility for investigation, photos acknowledge that the customer has had an issue with tubing leakage with the incident lot. A sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for documentation related to this issue of severed/sliced tubing to document the investigation path.

Event description:
It was reported that the device, 23 g x .75 in. Bd vacutainer® ultratouch¿ push button blood collection set with 7 in. Tubing and luer adapter had tubing between the needle and luer adaptor which was deformed and leaking. No medical intervention/injury reported.